Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system displayed a battery depletion message. A review of the device data was performed by a boston scientific engineer who confirmed the message was due to magnet detection during a recent shoulder surgery the patient underwent. The impact to the device longevity was determined to be minimal and the device was successfully reset. No adverse patient effects were reported.